Manufacturer narrative:
Baxter pd fluid (transcription error) plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Clinical investigation: there is a temporal relationship between pd therapy utilizing the apd luer lock connector and the patient event of peritonitis. Additionally, there is a probable causal relationship between the alleged leaking apd luer lock connector which the patient taped for two weeks and the patient peritonitis event. Although the pd effluent culture was negative for growth, the patient had an elevated white cell count, severe abdominal pain, vomiting, diarrhea, and cloudy pd effluent all indicating peritonitis. The product was discarded and not saved for manufacturer evaluation but based on the information provided by the patient and the pdrn, it can be concluded that the alleged apd luer lock connector likely caused or contributed to the patient event of peritonitis the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient was diagnosed with peritonitis following an alleged leak with the apd luer lock connector connected to the baxter pd solution bag. The patient had taped the connector and reused it for approximately two weeks before reporting the issue to the peritoneal dialysis registered nurse (pdrn). The pdrn indicated that the fluid leak was previously reported to fresenius by the patient at the time of the event, however, no previous record was found capturing this event. The patient had reported not feeling well to the pdrn on an unknown date and when questioned about any changes to his treatment, the patient mentioned the leaking apd luer lock connector. The patient was told to go to the clinic for cultures. Additional information was obtained through follow-up with the pdrn. The patient presented to the pd clinic on (B)(6) 2020 with diarrhea, vomiting, severe abdominal pain, and cloudy pd effluent. A pd effluent culture was obtained, and the patient was diagnosed with peritonitis. The patient was initiated on antibiotics with vancomycin 2,000mg every four days for 14 days and ceftazidime 1gram every day for 14 days (route not provided). The culture was negative for growth, but the white cell count was 5,835 (unknown units). This peritonitis event did not require hospitalization. The suspected cause of the peritonitis event was the alleged leaking apd luer lock connector. The patient had utilized the same connector for two weeks of treatment by taping it in order to complete treatments. The patient continued with continuous cycling peritoneal dialysis (ccpd) during recovery and a daily continuous ambulatory peritoneal dialysis (capd) exchange was added in order to complete the antibiotic therapy. The apd luer lock connector was not retained for manufacturer evaluation. The date of the fluid leak is unknown, however, 3500a MFR # 8030665-2020-01284 was submitted to capture the reportable malfunction under the event date (B)(6) 2020. This record will capture the reuse of a single use device and any potential fluid leaks that may have contributed to the patient's peritonitis under the reported date of (B)(6) 2020.